Manufacturer narrative:
The customer returned two vials of test strips and meters uq0093776 and uq0069994 for investigation. The returned product was tested with a high level control and an lin control. Vial 1 testing results (qc range: 2.5 - 3.1 inr): high level control meter: uq0093776 qc 1: 2.7 inr qc 2: 2.7 inr qc 3: 2.7 inr meter: uq0069994 qc 1: 2.7 inr qc 2: 2.7 inr qc 3: 2.8 inr testing results (qc range: 4.1 - 6.8 inr): lin control meter: uq0093776 qc 1: 4.8 inr qc 2: 4.8 inr qc 3: 4.9 inr meter: uq0069994 qc 1: 4.9 inr qc 2: 4.8 inr qc 3: 4.9 inr the obtained qc results were in the allowed range. No error messages occurred during investigation. Vial 2 testing results (qc range: 2.5 - 3.1 inr): high level control meter: uq0093776 qc 1: 2.9 inr qc 2: 2.9 inr qc 3: 2.9 inr meter: uq0069994 qc 1: 2.9 inr qc 2: 2.9 inr qc 3: 2.9 inr testing results (qc range: 4.1 - 6.8 inr): lin control meter: uq0093776 qc 1: 5.3 inr qc 2: 5.3 inr qc 3: 5.1 inr meter: uq0069994 qc 1: 5.3 inr qc 2: 5.1 inr qc 3: 5.1 inr the obtained qc results were in the allowed range. No error messages occurred during investigation. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The reporter's meters and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Test strip retention samples passed the internal inspection. This event occurred in (B)(6). UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient tested with two coaguchek xs plus meters serial numbers (B)(4). At 11:00, a sample from the patient was tested using meter serial number (B)(4), resulting in a value of 1.6 inr. At 11:05, a sample from the patient was tested using meter serial number (B)(4), resulting in a value of 2.6 inr. At an unknown time, a venous sample was collected from the patient and tested using an unknown method, resulting in a value of 2.6 inr. Controls were tested on meter serial number (B)(4) at 10:27 and passed with a value of 1.7 (range 1.5 - 2.3 inr). Controls were run again on this meter at 10:32 and it failed with a value of 1.9 inr, with the range showing as 0 - 0 inr.